Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer report was not duplicated during evaluation. Log review showed the device powered on in manual mode using battery power and successfully delivered two shocks. During subsequent charge attempts, a "defib charging" error occurred, with system logs indicating a transient battery voltage sag to 8v, consistent with insufficient energy in the battery. No low battery or replace battery advisories were recorded. The event battery was not returned for evaluation as part of the investigation. The device passed all functional and performance testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.